Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Okr checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr and similar past cases, omsc surmised that this phenomenon occurred in the following mechanism: - endo therapy accessory or syringe received excessive stress while being used in combination with the subject device. Or, endo therapy accessory or syringe used with the subject device was fragile for deterioration due to continuous use. - as a result of the above, the endo therapy accessory or syringe got broken while being used in combination with the subject device. Then, the fragments of the broken endo therapy accessory or syringe remained in the channel of the subject device. - these remained fragments were detected at the inspection before use as foreign material. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that there was the foreign object (a part of at the tip of the cleaning brush) in the suction channel, and removed this foreign object from the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that there was the foreign object on the instrument channel port of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.